Manufacturer narrative:
Analysis received the unit with unresponsive button due to corroded keypad traces. There was no moisture damage found on the electronic assembly. There was no display ramping on its own anomaly was noted during the testing.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 196 mg/dl at the time of incident. The customer stated that the numbers were ramping on their own. She stated there is condensation under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.